Manufacturer narrative:
If explanted; give date: n/a (not applicable) as the lens remains implanted. Device evaluation: a picture was provided for evaluation. It was observed a lens implanted in patient eye, making it visually impossible to identify through the photo the debris/particle reported. Based on the photos provided, it is not possible to confirm the defect reported, since the photo was of poor resolution and high magnification. Based on the evidence observed and since the lens and preloaded device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed two other complaints were received under this production order; however, product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted, the surgeon noticed there was a white debris embedded in the lens. The surgeon attempted to remove the debris and noted it was within the edge of the lens. The incision was enlarged; however, there were no other further issue. The lens remains implanted. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.